Manufacturer narrative:
(B) (4): a clinical review of the reported incident determined that the device use may have contributed to the pt's outcome, as pt's ECG rhythm was unobtainable to provide defibrillation therapy if needed. Physio-control evaluated the device and observed that the battery was not inserted all the way and prevented it from powering on. Once the battery was inserted correctly, proper device operation was observed thru functional and performance testing. There was no failure of device and the root cause of the event for the first device was determined to be use error.

Event description:
It was reported that two lifepak 500 (lp 500) devices, (B) (4), failed to treat a (B) (6) male cardiac arrest pt. The ambulance crew arrived on the scene and started CPR while connecting the first lp500 device ((B) (4)) to the pt. However, it was reported that the device would not power on. Responders connected the second lp500 device (B) (4) to the pt with third party electrodes (brand unk) but it prompted the "connect electrodes" message. Users switched the electrodes but the message persisted and the need for defibrillation was not determined. Thereafter, the fire dept arrived with a third defibrillator (lifepak 1000) and it was attached to the pt using different electrodes (brand unk). The third device analyzed the pt rhythm and reached a no shock advised decision. The pt was transported to the hosp where he was pronounced deceased. This medwatch report addresses the (B) (4) device. Refer to medwatch number 3015876-2010-00126 for the second device report.